Event description:
Artifact present during AED deployment.

Manufacturer narrative:
(B)(4): method - ECG was reviewed for this incident. Results - artifact was present preventing the device to make a shock/no shock decision. Conclusion - labeling and voice prompts were provided to the user in order to aid the user in overcoming artifact.